Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (364 mg/dl). The customer delivered a bolus with the pump. During troubleshooting with tandem technical support (cts), cts identified that the tubing had not been primed completely. Cts followed up the next day and the customer stated that their bg level had increased later to 500 mg/dl but decreased to 130s mg/dl. The customer indicated would use manual injections and revert back to the pump for therapy.